Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Testing was performed, and the customer's reported problem was verified. Investigators found that the rear housing of the pump was broken, and this caused the battery cap not to connect properly which powered off and restarted the pump. Service will replace the rear housing of the pump to correct the reported problem. The root cause of the reported problem was the damaged rear housing.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, battery power problem was noted. It was reported that when the patient apply pressure to the battery cover of the pump, the pump losses power and turned off and self-restarts. The pump was replaced. No reported adverse effects.